Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology was moderate tortuosity and mild calcification. There was narrowing at the bifurcation approximately 16 mm. During the implant of the device that was a little long the physician wanted to shorten it by deploying the stent graft, apply forward pressure to the delivery system, shortens/accordion about 1 cm bilaterally. The patient presented eight days post implant with bilateral cold leg. The CT demonstrated that there was bilaterally iliac limb occlusion. The physician believes that the cause of the occlusion was related to a blood clot that caught on the "accordion/foreshortened" area of the stent. The physician cleaned out the thrombectomy, performed lysis bilateral, and the patient was given medication and bilateral implanted atrium stents. That restored blood flow. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (occlusion), (B)(4) incorrect technique/procedure (blood clot that caught on the foreshortened area of the stent graft). Evaluation, conclusion: (B)(4) user error contributed to event (blood clot that caught on the foreshortened area of the stent graft).